Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed via manual insulin injection. Customer reported using pump supplies beyond labeling. Tandem technical support informed customer that pump supplies should be changed every 48-72 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.